Manufacturer narrative:
H3: product analysis stated that a size 7 trivantage tube was returned in a large plastic sleeve. Upon return, it was observed that the harness was cut off. There were traces of contamination observed on the cuff and the silver trace. There was a piece of clear sticky tape observed at the proximal end of the tube near the adapter. A syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues. Furthermore, the inflated cuff was submerged in the water for leak observation, and there was no leakage observed. Same as the cuff, the inflation assembly was submerged in the water for leak observation and found no leakage. There were no leakages observed during the leak analysis of the returned device. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the emg tube was opened, the cuff leak was identified and operation could not be performed. The 5 ml syringe was used to inflate the endotracheal tube cuff, with less than 5 ml of air injected. Air was used for inflation. As the cuff was found to be leaking air and the tube was replaced before it was inserted into the patient¿s body. The procedure was completed by backup product. There was no patient impact.